Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the problem started a year ago and the healthcare professional's office had her turn of the implant off to see what happened. The patient did and they never turned the implant back on. The manufacturer representative tried to jumpstart it and could not get the implant going. The patient stated that the next step is to replace the implant, but she hasn't heard from anybody.

Event description:
Additional information received from the manufacturer representative reported that the patient had a replacement procedure approved by their healthcare professional, but not scheduled yet.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 377745, lot# v016736, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-29, lot# n196094, implanted: (B)(6) 2009, product type: accessory. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The consumer reported via the manufacturer representative that she did not use or charge her device for approximately one year. It was determined that the implant was over discharged. The patient set up an appointment and did a physician mode recharge which was unsuccessful on (B)(6) 2015. The patient was going to be seen for a revision consult on (B)(6) 2015. The issue was not resolved at the time of this report. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.